Manufacturer narrative:
The device expiration date and manufacturing date have been added.

Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4)

Event description:
Medtronic received information that (B)(6) post implant of this pulmonary bioprosthetic valved conduit, it was explanted and replaced due to pulmonary endocarditis with bilateral septic pulmonary emboli and bilateral pleural effusions. A small atrial septal defect, (B)(6) blood cultures, and elevated white blood count of 15,000 were also observed. A new medtronic bioprosthetic valve was successfully implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The sterilization process used by medtronic has an anti-microbial kill on the microorganisms such as staphylococcus and streptococcus species. This process is validated using the worst case bacillus atrophaus (gram positive spore forming rods), which is known to be representative of the cleanroom bioburden. The information received also indicates that the endocarditis occurred 8 years post implant. Endocarditis that occurs more than 12 months after the procedure is considered late prosthetic-valve endocarditis and is largely community-acquired versus a result of the manufacturing process of the valve (see reference 1 below). In addition, the patient has a history of intravenous (IV) drug abuse. Based on the above investigation, the endocarditis is unlikely to be attributed to this device and/or manufacturing process. Overall, a true root cause to the reported clinical observations cannot be determined. However, there is no indication that the reported endocarditis was related to the manufacture of the device. ¹ mylonakis, e., and calderwood, s.b. Infective endocarditis in adults. New england journal of medicine. 345 (18). 1318-1330. Nov.1, 2001.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.